Event description:
It was reported the epg (external pulse generator) was dropped and needs to be checked out; the lower screen was rolling upon start-up. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Analysis did find that the upper and lower cases were broken and contaminated, one bail cover was broken, one bail cover was contaminated, the ring cover was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was contaminated and the keyboard was damaged.